Manufacturer narrative:
Additional information: e1 (event site email ID: (B)(6)). It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) had a require maintenance, cable stuck. There was no patient harm. A getinge field service engineer evaluated the unit and found hospital feedback that they encountered "iabp may require maintenance" message on screen while in-use on patient. User isolated the unit for checking later. No reported direct injury to this message. Fse did all manifold test with pass result and test ran with balloon with normal condition(for few hours). Fse couldn't duplicate the reported issue. Unit operated as normal. Factory recommended to replace scroll compressor assembly set (5k-hr pm kit) for every 5k-hrs system operation. Fse also confirmed hospital feedback that its ac power cord cable stuck inside the reel. Fse rearranged & fixed those stuck cable back to reel track. Unit was released to hospital as clinical use on the same day.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's rp required maintenance and cable stuck. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.